Manufacturer narrative:
Other text: device evaluation - a device history report (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. All labels were still intact. No physical damage was found on the device. The reported problem was not found in the event log. Function test was performed. The reported problem was not duplicated. The reported problem was cause could possibly be a defective downstream or upstream sensor. As preventive action. Downstream and upstream sensor were replaced and re-calibrated. All functional/delivery tests were passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited no disposable pump won't run" alarm and turned off. It was reported that the customer changed the cassette to a new one and the problem was settled. No patient injury reported.